Event description:
It was reported that the patient experienced cylinder extrusion with a tactra penile prosthesis leading to the device not being functional. A surgical procedure was requested to reconstruct the corporal bodies and replace the device. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion and extrusion are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced cylinder extrusion with a tactra penile prosthesis leading to the device not being functional. A surgical procedure was requested to reconstruct the corporal bodies and replace the device. There were no further patient complications.